Event description:
A customer reported an issue with their pump screen that was dark and would not turn on. There was no adverse impact on the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.